Event description:
The consumer reported pain in their right hip where their implantable neurostimulator (ins) was located. The patient also reported that the ins moves around and seems to be moving around more than it did before. The patient reported that implanting the ins was difficult to make the pocket because the patient did not weigh very much. It was reported that the site was bruised after implant. No trauma or falls were reported that could be related to the issue and the patient had no other tests or procedures. It was reported that the change in therapy/symptoms were considered to be gradual. There was a report that the patient thought that the pain in the right hip was because they were sleeping on the right side but then they stopped sleeping on that side. The ins site was not red and there was no swelling but it hurt even when walking. It was reported that the ins was moving around in the pocket and the patient thinks it started at implant but it seemed to be worse. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that no steps were taken to resolve the implantable neurostimulator (ins) moving around in the pocket and the pain at the implant site. It was later reported that the pain was better but the ins still moves.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.